Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. Visual analysis of the fiber face within sub miniature-a (sma) connector revealed that there was debris on the fiber face and that only a small amount of light was coming through which would cause the aiming beam be not visible or weak. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a 100 w lumenis generator with laser settings of .8j and 8hz. According to the complainant, during the procedure and outside the patient, there was no light coming through the end of the fiber and a clicking noise was heard. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was a debris on the fiber face within sma connector.